Event description:
Related to MFR report number 2183959-2015-00150. It was reported by the patient, that following the implant of her sparc sling in 2006, she has "had eight surgeries to address the devices eroding, scarring, and maiming" her. The most recent surgery in 2014, the surgeon "was able to remove 98.9% of the initial mesh, however, the mesh was taken out in 15 pieces." The mesh was "all over" her pelvic floor, "inserted into the muscle and major nerves, both pudendal and obturator nerves are affected" and there was "severe scarring in every space and segment of the pelvic floor." She reported she has "yet to fully heal. The nerve damage may very well be permanent." The patient has been unable to have intercourse due to the "vaginal canal becoming shortened because the device crumbled, bunched up, and corded." There were "also parts of the device coming apart inside" of her. She had a "foreign body reaction, numerous infection, and untold hours, days, years, missing out on daily living." She reported it is now "impossible" to sit and she "cannot get out of bed." There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Implant date: implanted 2006. Explant date: explanted 2014. Concomitant product: therapy date 2006.